Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the setscrew on the right ventricular port of the pacemaker could not be tightened. The device was not used and replaced. The patient was in stable condition.